Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned from medical records, that a patient with a 23mm 11060a konect resilia aortic valved conduit has been placed under evaluation for a valve-in-valve procedure after an implant duration of 1 year, 6 months due to severe stenosis, moderate regurgitation and moderate prosthetic leaflet restriction. The patient presented with nyha class iii.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including hyperlipidemia. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2. H11: corrected data: h6 (device code).

Event description:
It was reported and learned from medical records, that a patient with a 23mm 11060a konect resilia aortic valved conduit underwent a valve-in-valve procedure after an implant duration of 1 year, 7 months due to calcification, severe stenosis, moderate regurgitation and moderate prosthetic leaflet restriction. The patient presented with nyha class iii, dyspnea and fatigue. The tavr was performed with a 23mm 9755rsl transcatheter valve. The patient was in stable condition post procedure. Per medical records, pre-operative tee showed aortic valve to have severe stenosis and moderate regurgitation with restricted leaflet (mean gradient of 60 mmhg) the 23mm 9755rsl transcatheter valve was successfully implanted. Post-operative tee showed all leaflets functioning well and no pvl. The patient tolerated the procedure well and was transferred to pacu in stable condition post procedure.